Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was recommended to be replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.